Event description:
It was reported to tech services on (B)(6) 11, that this ra lead has noise. All impedances are stable in the 380-400 range on this medtronic lead. Ts recommended further exhaustive testing / typical troubleshooting. Hcp stated they had already tried to reproduce in office without success. Patient had already left, but hcp will confirm with md and discuss next steps. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).